Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that there were concerns of premature battery depletion for this implantable cardioverter defibrillator. The battery longevity projection had fallen faster than expected from the last check to elective replacement indicator in an eight-month period. A request was made to have data from this device analyzed. The data analysis noted that power consumption had been increasing in a gradual fashion. A device replacement was recommended. Subsequently this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion for this implantable cardioverter defibrillator. The battery longevity projection had fallen faster than expected from the last check to elective replacement indicator in an eight-month period. A request was made to have data from this device analyzed. The data analysis noted that power consumption had been increasing in a gradual fashion. A device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion for this implantable cardioverter defibrillator. The battery longevity projection had fallen faster than expected from the last check to elective replacement indicator in an eight-month period. A request was made to have data from this device analyzed. The data analysis noted that power consumption had been increasing in a gradual fashion. A device replacement was recommended. Subsequently this device was explanted and successfully replaced. No additional adverse patient effects were reported.